Event description:
It was reported that non-sustained right ventricular oversensing (nsrvos) due to myopotential or possibly noise was observed on the right ventricular (rv) lead. The noise was not reproducible in clinic with isometric testing. No other anomalies were observed. Programming changes were made. The patient was unaware of any issues, was asymptomatic, there were no patient complaints or consequences before, during and after programming changes.